Event description:
The hub on the agilis introducer was cracked. This was observed after placement in the patient. The device was replaced with a new agilis device and the procedure was completed without incident.

Manufacturer narrative:
On 8.5f agilis introducer was received for evaluation.. The returned device was received in two pieces with a small area of elongated material attached to both. The shaft separated between the memostatis body and the handel. Review of the device record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, the returned product was received in two pieces. Microscopic examination revealed a separation through the shaft between the base of hemostatis body and the handle. St. Jude medical has completed its investigation of complaints of hemostatis valve hub leakage or separation at the handle. A raw material batch of sheath polymer was a major contributor to the issue. The finished sheath brittleness increased with this raw material batch on specific sub-lots. That caused greater susceptibility to leakage or fracture. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device.